Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt communication faults and abnormal shutdowns) was confirmed. Upon evaluation, the belt connector latches were broken, creating a loose connection between the electrode belt and monitor. The broken latches cannot be ruled out as a potential contributing cause of the belt communication faults and abnormal shutdowns. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing belt communication faults and abnormal shutdowns.